Manufacturer narrative:
(B)(4). Report source: foreign - event occurred in (B)(6). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. X-rays provided were sent to hcp for review. Their review noted that there is an 18 mm by 14 mm cystic lesion within the distal tibia medially which extends to the articular surface of the tibiotalar joint. A small area of density is present within the cystic area consistent with the bone substitute placed. There is no fracture. It was noted the cyst enlargement was post-acufill resorption. No other complications were identified. Lot identification is necessary for the review of device history records, lot number was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient¿s foot was treated with subchondroplasty approximately 5-6 months ago. Subsequently, the patient is experiencing a large cyst. Attempts have been made and no further information has been provided.